Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of failed volume test . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was received for evaluation. During evaluation, the reported problem of failed upstream occlusion test was not reproduced. A review of the event history log (ehl) revealed occurrences of multiple events of upstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration was out of specification. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the volume accuracy test and failed upstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.